Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gray cable sheath of the camera head was pierced. The issue was found during reprocessing. The device was returned to olympus. Upon evaluation at the repair center, it was found that no image was displayed on the monitor. This report is being submitted for reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated and customer complaint was confirmed. Cable sheath damage was noted. The camera head cable failed leak test due to cut on cable. No image was displayed on the monitor due to defective charge coupled device (ccd). It was also noted that the coupler was loose and the lock mechanism was not working. The serial plate had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.